Event description:
It was reported that the patient experienced Bent cannula led to blockage at site which leads to High BG treated with Correction injection via MDI on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.